Manufacturer narrative:
The subject device was not returned for evaluation however, the olympus fse (field service engineer) as requested by the customer, visited the site for inspection. Fse onsite performed the inspection found power supplies sitting on floor. Fse noted power supplies tripped causing monitors not to power on. Fse instructed biomed that power supplies need to be mounted else where. The biomed advised working with their facilities department to have shelf mounted to hold power supplies . The fse reset power supplies by removing power then reapplying power. Once completed, fse tested all three monitors on the facility . Fse noted that all three unit were working per OEM (original equipment manufacturer) specifications . The device verified according to OEM instructions. There were no other issues noted. Fse site visit confirmed the customer reported issue of not power on , and the issue was found to be due to power supplies in the facility tripped causing monitors not to power on. The fse performed power supply reset and the issue was resolved. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported that the monitor was just installed in feb 2022 and now is not powering on. The issue occurred during installation. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.